Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machines were nonfunctional. Customer tried to reboot but issue did not resolve. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station failed to boot. The field service engineer (fse) reimaged the station and performed a full resync to restore system functionality. The system functioned as intended after the field service engineer repaired the device.